Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 66 mg/dl, 140 mg/dl, and 67 mg/dl. Customer administered "novolin" and ate breakfast 1 hour later. 5 hours after obtaining the reported results customer passed out; she was treated with soda and candy and emergency medical technicians (emts) treated customer with a tube of glucose. Customer was taken to the hospital and sent home after a couple of hours. Customer's condition has improved. Requested return of suspect device and replacement was sent.